Manufacturer narrative:
Concomitant medical product(s): addr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited elevated thresholds. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.